Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine emitted smoke from the power supply during heat disinfect mode. During inspection, the bmt found that oil was spilled on the power supply originating from the main transformer. He replaced the power supply to resolve that issue, but then realized that valves 29, 30 and 41 had blackening and charring on them and required replacement as well. The machine remains out of service as he is awaiting replacement parts. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The parts were the original fresenius parts on the machine. The bmt reported that there was no melting, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 20,147 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The power supply and valves were reported to be available to be returned to the manufacturer for physical evaluation.